Event description:
It was reported that, during implant testing, the signal amplitude was small and the auto setup failed in all three sensing positions. The shock impedance was 115 ohms. The doctor dried the pocket and confirmed the connection was good. The system was successfully implanted. Later, the electrode was explanted and replaced due to undersensing. There were no additional adverse patient effects.